Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device had reached its recommended replacement time in less than 5 years with normal output voltages and having delivered only one shock during its implantation. The physician finds the longevity to be too short. The device was explanted on (B)(6) 2018. Preliminary analysis revealed a normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject device had reached its recommended replacement time in less than 5 years with normal output voltages and having delivered only one shock during its implantation. The physician finds the longevity to be too short. The device was explanted on (B)(6) 2018. Preliminary analysis revealed a normal battery depletion.